Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was possibly rapid ventricular response to an atrial arrhythmia and received inappropriate shocks for second time which indicates this is no longer isolated. No additional adverse patient effects were reported.